Event description:
The facility reports while attempting to transfer the resident from the bed to the wheelchair, the resident slipped through the modified, extra-large, white mesh sling. The resident fell to the floor, suffering a fracture to their left proximal tibia and fibula.

Event description:
The facility reports while attempting to transfer the resident from the bed to the wheelchair, the resident slipped through the modified extra-large white mesh sling. The resident fell to the floor, suffering a fracture to their left proximal tibia and fibula. Mrf report #ir0805-0141.